Manufacturer narrative:
(D10) concomitant devices: 300-62-01 - stemless hum comp integrip, cage, sz 1: 6380493, 310-61-53 - stemless hum head 53mm x 20mm x beta: 6170597. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced mild aseptic glenoid loosening with postero-superior cuff dysfunction, fibrosis of cuff. As a result, approximately 8 months after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may be the result of the glenoid loosening and cuff dysfunction as reported. However, the loosening and cuff dysfunction cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.